Manufacturer narrative:
A complete lead was returned for analysis. As received, electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damages that are consistent with procedural damage. The reported events of oversensing and inadequate capture were not confirmed.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During follow-up, oversensing and increased capture threshold were observed on the right ventricular lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.